Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had an infection. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the product remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated this device was explanted and returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.